Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 75 mg/dl. Customer also stated that the reservoir compartment was broke off. The device will be returned for analysis.